Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance by offering pump reset information and guiding the caller through the reset process, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arise in the future.